Event description:
It was reported that the patient implanted with this pacemaker developed a pocket infection approximately one month post implant. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct fields: b5: describe event or problem and d6b: explant date from the previous submitted report.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The device was explanted and replaced. There were no additional adverse effects reported.